Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an out-of-range battery longevity estimation was noted after diagnostics were cleared following the device pacing in high output mode. The device was reprogrammed and the longevity range returned to normal. The patient was in stable condition.